Manufacturer narrative:
(B)(4).the patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on 04/10/2018 that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a loss of connection. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a loss of connection.